Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. During the preparation, one of the grippers for an ntw clip (40207a1013) did not lower. Therefore, the clip was not used and was replaced. One clip was then implanted. To further reduce mr, an additional ntw clip (40229a1016) was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The gripper actuation issue appears to be related to a potential product quality issue; therefore, this complaint was added to exception (action) 138503, (issue) 132833 on 20-sep-2024 to evaluate whether a product quality issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. During the preparation, one of the grippers for an ntw clip (40207a1013) did not lower. Therefore, the clip was not used and was replaced. One clip was then implanted. To further reduce mr, an additional ntw clip (40229a1016) was prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the left atrium (la), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.